Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) and 578 mg/dl on their blood glucose meter. The consumer administered 16.5 units of insulin based on those two readings. Several hours later, the consumer experienced a hypoglycemic event requiring emergent glucose tablets to raise her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed our directions for use. The meter in question will be returned for evaluation. The consumer has discarded the test strips used in the event.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.